Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead which was placed to pace the left bundle branch area of the patient, an increase in thresholds and sensing decreased ten minutes after the implant. The position was changed multiple times but the parameters were always unstable and had big differences. The pacing lead was replaced and multiple tests confirmed that the parameters were stable and the procedure ended successfully. It was also noted that the patient had (B)(6) no patient complications have been reported as a result of this event.